Event description:
Implant in tooth location #24 lost integration after more than 3 years. The implant was removed due to bone condition and pt health habits. Doctor placed bone graft.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Therefore, the implant failure is most likely due to causes other than product such as pt health habit (pt was a crystal meth abuser), pt medical history, oral hygiene, or pt behavior.